Event description:
It was reported that the patient had a loss of therapeutic effect. The reporter stated that the patient had knee replacement surgery and since then the device had not been working properly. The reporter stated that ¿it was on program 2 and he ran it up to the higher limit as it would go and the patient did not feel anything.¿ the reporter changed it to another program and the patient did not feel it on program 1 and 2. The reporter went to program 3 at 3.5 volts and the patient did feel it, but then later on she did not feel it. It was also not helping with symptoms. The patient had surgeries on (B)(6) 2013. They thought the patient may have also had an infection due to the surgery. The reporter stated that the patient gained twenty pounds of water since surgery, so the surgeon ¿would like it on.¿ the patient had an appointment with her doctor soon to follow up. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3093-33, lot# v966168, implanted: (B)(6) 2012, product type lead. (B)(4).